Event description:
The customer reported that "when blood is drawn from the venous access device via the maxplus connector and then the connector is flushed, there is a blood stained fluid residue leakage from between the mpc and the gripper plus port access device luer connection that staff wipe up with a gauze swab." From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.